Event description:
The customer reported an access 2 immunoassay system generated non-reproducible troponin I (accutni+3) results for one patient sample. On an initial run, the instrument generated an elevated accutni+3 result, which was above the reference range. All elevated accutni+3 results are automatically retested by the instrument; the rerun result was within the reference range. The customer retested the sample twice more and the results were above the reference range. Some quality control (qc) results were out of range before the event, but were within range upon repeat. The instrument had been calibrated and passed calibration the day of the event. Patient samples are collected in plasma lithium heparin tubes and are centrifuged for 3 minutes at 5100 rpm.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse performed a major preventative maintenance (pm) procedure on the instrument. Afterwards, a precision run was performed, which did not pass. The fse returned to the site and replaced several parts, but precision runs still would not pass. The fse noted inconsistent reagent and sample mixing caused by the transducer. The fse replaced the transducer and afterwards several precision runs performed passed.